Event description:
It was reported that the cage fractured post-operatively. No adverse consequence to the patient was reported. As per conversation with the surgeon, he thinks that the fracture could have been initiated during insertion which might have contributed to the event.

Manufacturer narrative:
Method: x-ray image review, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed via x-ray image received from sales rep. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Product was not received as it is implanted in the patient so an evaluation was not possible. Conclusion: the most likely cause of the reported event was determined to be user error: formation of small crack during intra-operative insertion-> fracture propagates throughout cyclic loading. Device still in the patient.

Manufacturer narrative:
Device still remained implanted in the patient.

Event description:
It was reported that the cage fractured post-operatively. No adverse consequence to the patient was reported. As per conversation with the surgeon, he thinks that the fracture could have been initiated during insertion which might have contributed to the event.